Manufacturer narrative:
B5. Updated with additional information received. H6. Coding updated based on all available information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the event of "vascular access site pseudoaneurysm" was not related to any medtronic device. The pseudoaneurysm was treated with angioplasty of the left ulnar artery via left humeral approach. It was updated that the event resulted in patient hospitalization and the angioplasty intervention was performed in a separation procedure.

Event description:
Additional information received reported that on (B)(6) 2025, the cec identified a vascular access site hematoma that was separate from the previously reported vascular access site pseudoaneurysm. The event was possibly related to the study procedure and react. The access vessel was the radial left (diameter unknown). Clot location basilar artery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported a pseudoaneurysm of the ulnar artery, which was not the puncture site of the thrombectomy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient experienced false aneurysm of 4.5cm long axis depending on the left ulnar artery. The onset date was (B)(6) 2024 and the outcome status was recovered/resolved on (B)(6) 2024. This adverse event (ae) did not lead to blood transfusion, concomitant treatment, percutaneous intervention, or physical therapy. Ae resulted in surgical procedure. Event occurred post-procedure. The rationale for relating ae to system or procedure was listed as "adverse effect of the intervention". The ae was not related to the disease under study or underlying condition. Ae did not result from device deficiency. Patient's baseline modified rankin scale (mrs) score was 1. The site assessed this event did not lead to congenital anomaly, death, disability, hospitalization, or medical intervention and was not considered life threatening. The site assessed this event as not related to the device and causal relationship with the study procedure. The pre-procedure mtici score was 0, final post-procedure score 3.